Event description:
The customer reported that during a colon resection, the knife blade of the device protruded from the jaws of the device. This caused the jaws to no longer be able to open, but the tissue was sealed and the device came off of the tissue. There was no bleeding and no patient injury. A similar incident occurred on another device within the same surgery and can be found on 1717344-2009-00377. The incident device was returned and a visual inspection confirmed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device eval is complete, a follow-up report will be submitted.